Event description:
The reporter stated the surgeon inserted a aa4203tl toric optic silicone single piece lens. The surgeon made the incision too small and the lens was only partially inserted. The lens was removed and reloaded. The incision was enlarged and the surgeon inserted the lens, but upon insertion into the eye, the surgeon noted the haptic was torn. The surgeon cut the lens to remove and tore the capsule bag. An anterior vitrectomy was performed and an anterior chamber lens was implanted. Sutures were required.

Manufacturer narrative:
(B)(4). Method - lens work order search. Result - visual inspection of the returned product found more than half of the lens is torn off and missing. Haptic is torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusion - based on the complaint history, work order search and the eval of the returned product, a specific root cause of this event could not be determined. (B)(4).